Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and a patient category mismatch between breathing and monitoring subsystems. The field service engineer could not reproduce the problem on-site. The device was returned to the customer after passed functional tests. No part was replaced and no further issues have been reported. The evaluation of received device logs confirm a single occurrence of the reported technical error code on aug 31, 2001, and stop of ventilation. In the associated support case it was recommended to replace the breathing control printed circuit board and update to the latest possible software version. The conclusion is that the reported issue could not be reproduced on-site. As no part was replaced and returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating a open safety valve error and a patient category mismatch between breathing and monitoring subsystems. There was no patient harm. Manufacturer ref.#: (B)(4).